Event description:
The customer's father reported that his daughter was treated by paramedics for low blood glucose levels. Customer had two low blood glucose readings prior to hospitalization with convulsions. Troubleshooting was performed and pump passed the tests.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.